Event description:
It was reported that the device reached its early replacement indicator prematurely. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that the device reached elective replacement indicator (eri) on (B)(6) 2010. Two patient alerts for low battery voltage occurred on (B)(6) 2010 and on (B)(6) 2010.